Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On 27-dec-2017, a field service engineer (fse) was dispatched to the customer's facility to address the issue. Fse found the sample needle going into the tubes slightly off center. Fse adjusted the y-axis alignment from 3200 (the parameter default value) to 3225, cleaned and lubricated the z1-axis guide rod, and ran patient samples. All results were within acceptable range and no errors from the instrument. The g8 instrument was performing as intended. No further action is required. A 13-month complaint history review and service history review for serial number (B)(4) from 18-nov-2016 through (B)(6) 2017 for similar complaints was performed. There was one similar complaint identified during the searched period. The g8 operator's manual under chapter 6 - troubleshooting, states 710 z1-axis error is an abnormality that occurred in the up and down movement of the sampling needle. If this occurs during a stat assay, check that the container setting (cup or tube) is correctly set. The error is generated when there is an operation error in z1-axis. The error also occurs when the sample vial was not recognized as a primary tube, due to the disoriented sample sensor. Errors that do not interrupt the assay run. When the following errors occur, a message will be displayed, but the assay will continue. The solution is for the customer to inspect z1-axis. Execute smp.reset. The most probable cause of the reported event was due to a misaligned sample needle.

Event description:
On (B)(6) 2017, customer reported getting 710 z1-axis error on the g8 instrument. Customer noted that the sample needle and rack had been replaced, but the issue persisted. On 27-dec-2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.